Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 30 mg/dl and customer lost consciousness. At the time of the report, bg was no longer low. Customer's bg was also elevated (value not provided) and a bolus was delivered to address bg. Customer declined to provide further information regarding elevated/low bg.